Manufacturer narrative:
A supplemental MDR is being submitted for reference of mfg. Report numbers and bibliography reference. This section provide narrative/data (h10) was updated. This report is 1 of 4 being submitted for this complaint. Reference mfg. Report no. 2015691-2024-01396, 2015691-2024-01400, and 20215691-2024-01401. Bibliography: nikolayevska, olga, et al. 'Comparison of a novel self-expanding transcatheter heart valve with two established devices for treatment of degenerated surgical aortic bioprostheses.' Clinical research in cardiology 113.1 (2024): 18-28.

Manufacturer narrative:
The type of thv valve is unknown; however, these are the possible 510k number for sapien xt, and sapien 3: p130009, and p140031. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy (in aortic position), minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Other potential contributing factors are unknown as limited clinical information was provided in the article. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The valve will not be returned for evaluation.

Event description:
As reported, a single-center retrospective study was published in a european journal article, 'comparison of a novel self-expanding transcatheter heart valve with two established devices for treatment of degenerated surgical aortic bioprostheses'. The study was designed as a single-center, retrospective analysis of patients with degenerated surgical aortic valve (sav), who received a valve-in-valve (viv) from 2008 to 2018 a total of 112 patients underwent a viv tavi. The aim of this study was to assess comparative outcomes between the most frequently used thv types and their implications for clinical practice. During the first 2 years of the study only sapien thv were implanted. This complaint is for one patient with an unknown edwards sapien valve implanted in the aortic position, during the valve-in-valve (viv) transcatheter aortic valve implantation (tavi) procedure, the valve embolized and was deployed in the ascending aorta. Therefore, a second unknown edwards sapien valve was implanted.